Event description:
It was reported that the ventilator shut down and stopped ventilating while connected to a patient. The patient's saturation fell but the level is unknown. Alarms were generated by external monitoring equipment. The patient was bagged and recovered quickly. The final patient outcome was no injury.

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). No fault was found, the ventilator passed the pre-use checks tests and no parts were replaced. Evaluation of the received device logs confirmed a shutdown of the ventilator on the reported date of event that not was preceded by a standby that usually is the case in a normal shutdown situation. The shutdown, according to the logs, was a normal shutdown(turn off). There were no alarms generated prior to the shutdown. The ventilator was turned on after a few minutes and ventilation was resumed and went on for 30 minutes where after the ventilator was set to standby and then turned off i.e. Normal shutdown. The log showed that the ventilator had been in the on position for 2 months and that the last pre-use checks test was performed 7 weeks before the event. The pre-use checks tests performed after the event passed without deviations and there are no technical alarms in the logs on the date of the event. Two batteries were connected at the time for the event. Normal shutdown indicates a turning off of the ventilator using the on/off switch on the rear side of the user interface. The logs confirmed the occurrence of the reported shutdown but they also showed that the shutdown was done by turning off of the ventilator using the on/off switch. How, or who did this turning off, has not been determined. Our conclusion, based on the evaluation of the log files and that no fault was found during the on-site investigation, is that there is no indication of a ventilator malfunction at the time for the event.

Event description:
(B)(4).